Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported an in line precision valve was implanted in a (B)(6) old male patient on (B)(6) 2021. The patient presented with overpressure symptoms (vomiting). The valve was removed due to ruptured balloon on (B)(6) 2021 and replaced with a hakim valve.

Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 the valve was returned for evaluation: DHR - lot 4849895 conformed to the specifications when released to stock failure analysis - the valve was visually inspected; the proximal connector was missing and a cut/tear in the silicone housing in the needle chamber was noted. It was not possible to flush due to the damaged silicone housing. The valve was leak tested; failed leaked from the cut/tear in the silicone housing. The valve was reflux tested and passed the test. The valve could not be pressure tested due to the damaged silicone housing. The root cause for the cut/tear in the silicone housing reported by the customer is probably due to wrong handling, as noted in the IFU: silicone has a low cut/tear resistance. Do not use sharp instruments when handling the silicone valve or catheter, use shod forceps. Cuts or abrasions from sharp instruments may rupture or tear the silicone components. The root cause for the missing connector is probably due to user error.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported an in line precision valve was implanted in a (B)(6) old male patient on (B)(6) 2021. The patient presented with overpressure symptoms (vomiting). The valve was removed due to ruptured balloon on (B)(6) 2021 and replaced with a hakim valve.